Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, after placing the sheath into the patient and prior to inserting any catheters or the transseptal needle, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted, but the issue remained. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.